Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported bvvi reset mode was confirmed in the laboratory and was due to parity errors. Once the errors were cleared, the device was tested using our automated test equipment and exhibited normal characteristics. The cause of the parity errors was undetermined. A longevity calculation was performed and was found to be within the expected limits.

Event description:
It was reported that the device was found in bvvi mode and low battery voltage was suspected. The device was explanted.